Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue, bleeding, urinary problems, recurrence and dyspareunia. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that patient underwent partial mesh removal on (B)(6) 2011 along with a new mesh and boston scientific implant, diagnostic hysteroscopy, dilation and curettage, and endometrial ablation.

Manufacturer narrative:
(B)(4) ¿ urinary problems; urinary problems; recurrence; dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.